Event description:
Information received indicates the bed has no motor function due to signs of fluid and dust on the motor control board.

Manufacturer narrative:
The technician replaced the motor control board to repair the bed.